Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that all of the keys on the customer's insulin pump are failing and unresponsive. The customer's blood glucose at the time of incident was normal and didn't require medical treatment. No further details were given, and no return material authorization was requested as the suspect pump was out of warranty.